Manufacturer narrative:
It was reported that the device will be retained by the facility and will not be returned to the manufacturer. The device history record was reviewed and no discrepancies were found.

Event description:
It was reported that during the procedure, the blade was giving out shavings that fell into the patient wound. The shavings were reported to be removed by suction and by grasper. No x-rays were used to confirm all were removed. There was no patient consequence. The device will not be returned to the manufacturer for evaluation as the facility chooses to retain the device.